Event description:
Information received indicates the device was explanted due to structural dysfunction and reported pseudoaneurysm. The valve was replaced with no additional patient complication reported.